Manufacturer narrative:
The samples were serum. Qc prior to and after the event was within the laboratory's established ranges. The ise (ion-selective electrode) reference reagent line cultured positive. Field service engineer (fse) decontaminated the system and verified performance.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding false low sodium (na) results generated by the unicel dxc 800 pro synchron clinical system. The erroneous results were not reported outside of the laboratory. When anion gaps flagged the results, the samples were repeated on a different instrument in the laboratory and those results were reported out. There was no affect to patient with regard to this event.